Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected replace battery alert while monitoring and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph. Due to connector resistance issue. Connector for the printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and severely faded end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error detected alarm and battery lasted only 1 to 2 hours. Customer's blood glucose was 59 mg/dl. Insulin pump would need to be replaced.